Manufacturer narrative:
The valve was returned for evaluation: DHR - lot number 4113061, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, no defects noted. The valve passed the test for programming, occlusion, leak, reflux and pressure. The catheter was irrigated no occlusions noted. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no overdrainage issues were noted.

Event description:
Na.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported over drainage of a medos infant valve system: the valve was implanted on (B)(6) 2020 and explanted on (B)(6) 2021 due to over drainage although the shunt was adjusted to a higher pressure. The valve was replaced to a new hakim medos and the patient is in clinical stable condition.